Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dk-100mg/dl fasting. Verified the strips expire 6/29/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 117mg/dl and 145mg/dl not fasting. Reviewed meter memory 222mg/dl, (B)(6) 2016 11:59:00 am, fasting: yes. 183mg/dl, (B)(6) 2016 11:58:00 am, fasting: yes. 172mg/dl, (B)(6) 2016 11:57:00 am, fasting: yes. 102mg/dl, (B)(6) 2016 11:55:00 am, fasting: yes. 97mg/dl, (B)(6) 2016 10:24:00 am, fasting: yes. Memory concerns: 222, 183 and 172mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dk-100mg/dl fasting. Verified the strips expire 6/29/2018. Customer confirms the strips have been properly stored and were first opened 2/20/2016. Customer performed a back to back blood test and obtained 117mg/dl and 145mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 222, 183 and 172mg/dl.